Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular 66 mm diameter and 30 mm in length thoracic aortic aneurysm in zone 4. The proximal neck was 26 mm in diameter. The distal neck was 26 mm in diameter. It was reported that the patient was diagnosed with a new aneurysm at the proximal end of the stent graft. Another manufacturer¿s stent graft was implanted to treat the aneurysm. The investigator assessment states that the event is not related to the device or the procedure. The patient had a type ii endoleak and the aneurysm was 60 mm in diameter.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (aneurysm expansion, endoleak); lack of information, cause of event is unknown; patient¿s condition affected effectiveness of device (type ii endoleak).

Event description:
Additional information was received as follows: it was reported that the patient¿s family confirmed that the patient¿s passed away. The patient¿s death was due to a cerebral hemorrhage. The investigator assessed that it is unknown if the death was product or procedure related. There was no treatment done. The physician commented: the facility received a phone call from the patient¿s family about the patient¿s death. The patient passed away due to cerebral hemorrhage, but details are unknown. Therefore, the causality between this event case and the relevant device as well as the procedure are unknown.

Event description:
Additional information received reported that the investigator assessed the death relationship to the device and procedure and changed it from unknown to not related. The physician commented the cause of death cerebral hemorrhage which is not device or procedure related.